Event description:
It was reported that during a procedure at the user facility while navigating at c2 with the drill guide, when trying to position correctly, the image started to rock back and forth while the instrument was held steady. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility while navigating at c2 with the drill guide, when trying to position correctly, the image started to rock back and forth while the instrument was held steady. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.